Event description:
The customer alleged that his contour meter was not reading correctly. He stated that one afternoon, he had a hypoglycemia reaction and could not get out of bed. He tested his blood glucose and received a reading of 44 mg/dl. The customer stated that he saw his doctor and was advised to have the meter replaced. No other info was provided about the event. Control solution was sent to the customer for further troubleshooting of his test strips. No product will be returned at this time.